Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in poland. It was reported that the tip has been lost and is likely to have been left in the patient's body. They want to find it with x-rays. As the tip could be left in patient, the case is deemed reportable.